Event description:
Complaint received that alleged the screws had fallen out of the hooks of the lift. No injury alleged.

Manufacturer narrative:
(B)(4). Local distributor requested replacement parts and confirmed the parts were installed on the lift. No further info regarding the discovery of the missing parts was supplied by the facility staff.